Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the [black screen] occurred due to liquid crystal display (lcd) panel failure. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty liquid crystal display panel. An additional internal screw of the bazel plate was found damaged, which was also identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a diagnostic procedure, the high-definition lcd monitor, while being used with the evis lucera elite video system center, displayed a black screen with no image. The intended procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.